Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was returned for evaluation. The sheath was returned after use in the procedure. The sheath was visually inspected and the following was observed: kinks on sheath shaft at 2-4¿ from the sheath distal tip, there was no liner tear and no minor distal tip damage. Imagery provided by the complaint site shows a separate balloon. Due to the condition of the returned device no functional testing was able to be performed. In addition, as the sheath was returned fully expanded, no measurements could be taken. The device history review (DHR) was reviewed and the work orders did not reveal any issues that could have contributed to this complaint. Review of history for the relevant lot revealed no additional complaints for ¿sheath shaft ¿ kinked, bent¿. A review of complaint history from january 2018 to december 2018 for the edwards esheath (all models and sizes) revealed other similar complaints for ¿sheath shaft ¿ kinked, bent¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the trend category of ¿kinked, bent¿. No instructions for use (IFU) or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  During the manufacturing process, the esheath underwent multiple inspections, including but not limited to the following: the sheath shaft components were 100% visually inspected, inspections were repeated 100% on the completed sheath assembly, and product verification (pv) testing was completed for the work order on a sampling basis. All samples from the work order passed pv testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿sheath shaft ¿ kinked, bent¿ was confirmed by visual inspection of the returned device. A review of DHR, lot, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, ¿while retracting the delivery system, the operator felt some resistance but it disappeared by pulling the system as it was¿. The complaint site also noted that the patient had mild tortuosity and moderate calcification in the access vessels. Vessel tortuosity and calcification may result in difficulty withdrawing the delivery system in to the sheath. It is likely that the balloon was stuck at the sheath tip resulting in excessive force used when withdrawing the delivery system. Using excessive force likely led to the damage on both the delivery system (separated balloon) and the sheath (kink). Additionally, device manipulation to get the separated balloon through the sheath may have contributed to the complaint event. Available information suggests patient (tortuosity and calcification) or procedural factors (withdrawal force/ device manipulation) may have contributed to the complaint events. No labeling or IFU inadequacies have been identified. Since no manufacturing non-conformities were identified in the returned sample and occurrences rates do not exceed trend control limits, no further corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00203. The devices are to be returned for evaluation. Investigation is under way.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, the balloon separated from the delivery system on retrieval. The device was prepared as usual and the access was obtained via a cut-down approach. A 26mm sapien 3 valve was deployed uneventfully. While retracting the delivery system, the operator felt some resistance but it disappeared by pulling the system. The delivery system was removed, but the balloon had separated near the triple marker. The balloon catheter was left in the patient¿s body. The physician tried withdrawing the catheter together with esheath unsuccessfully due to an ¿n shape¿ kink on the shaft. Advancing the sheath resolved the kink. Although the torn balloon got stuck at the sheath tip, it was able to retract all devices by pulling them together. Angiography showed no dissection in the vessel. As the incision site became widened, it was repaired with a couple of additional surgical sutures. There was no problem in the vital sign and the procedure was completed. Both delivery system and esheath will be returned for evaluation. The "physicians" mentioned he usually feels some resistance during device retraction but he guessed it was stronger than usual. As the patient had a mild bent on the abdominal artery, some tension might have been applied on the small curve side. The balloon might have been caught by the expanded liner and it resulted in the balloon tear.